Manufacturer narrative:
Mfg site eval: samples rec'd: there were 13 unopened racepacks and 1 opened. There are no previous complaints of this code batch. There are no units in OEM stock. Rec'd 13 closed samples and 1 open and used sample w/two needles detached from the thread. Tested the needle attachment of the closed samples rec'd and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a

Event description:
Country of complaint: (B)(6). Suture detached from needles. There were 23 pieces used, 7 pieces appeared to have this problem. The sutures detached when dr. Started suturing.